Manufacturer narrative:
Hamitlon medical ags conclusion: rootcause analysis: the confirmed potential root cause is the unintended use of the suctioning tool in conjunction with a closed suctioning system. Suctioning mode ends up ventilation in safety mode*. Subject: "ventilator alarmed with tf341009, tf346054, te 231036 and switched to safety mode 385002 subject no.: 3788 risk ID: 758 severity category: 4 re-evaluation interprets the analysis in a similar manner. The issue may lead to a delay of the procedure as the procedure must be re-planned to use an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause life-threatening injury or illness if the user relies only on one ventilator equipment. * safety mode: an emergency state that ensures a basic minute ventilation while giving the user time for corrective actions in case of some technical fault alarms. The default inspiratory pressure is maintained, the expiratory valve opens as needed to switch system pressure levels between peep and inspiratory pressure, and patient sensing is nonfunctional. When a condition is critical enough to possibly compromise safe ventilation, the hamilton -c3 is placed into the ambient state. The inspiratory channel and expiratory valves are opened, letting the patient inspire room air through the inspiratory channel and exhale through the expiratory valve. (Source IFU) correction: in this specific case the unit was reconnected to the patient and worked without any problem and now (nr: at the moment of the correction) it is running on a test lung also without a problem. Correction procedure is: inform end user to strictly follow the IFU: steps to follow with activated suctioning tool and closed suctioning system: 1. Start o2 enrichment 2. Stop o2 enrichment 3. Start suctioning 4. End suctioning 5. Optionally do another o2 enrichment eventually install the latest sw version and/ or disable suctioning tool for the similar cases, in 22 (out of 67) cases the sw has been updated, and suctioning tool disabled in 9 cases. The corrective action is appropriate, given the current interpretation of the situation and details. Conclusion: this issue is deemed a reportable event since the malfunction "switch on safety mode due to tf 341009" can lead to a delay in the therapy since the ventilator cannot be used . Eventually a new ventilator needs to be prepared. The root cause of the switch on safety mode was determined to be an unintended use of the suctioning tool in conjunction with a closed suctioning system having as effect an incorrect interpretation of the situation. The correction in this case was to strictly follow the instruction for use. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event, while the medical device was used for treatment (in ventilation phase). There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event.

Event description:
The following was reported to hamilton medical ag: during a suction manouvre the ventilator went in alarm and switch off itself. The customer complain that when restart the ventilator went in safety mode.

Manufacturer narrative:
Hamitlon medical ags conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: during a suction manouvre the ventilator went in alarm and switch off itself. The customer complain that when restart the ventilator went in safety mode.